Manufacturer narrative:
The quality investigation is complete. Device was discarded.

Event description:
It was reported that during a cranial procedure in the frontal area of the skull, the router broke. It was also reported via the surgeon that the router broke due to the anatomical conditions. It was further reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.